Event description:
It was reported that the tip cracked during use.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device reveals crack of impactor tip. Few impaction marks are visible on distal end of tip. Overall damage indicating towards rough usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a combination of wear & user related issue. As a device that is manufactured of plastic and incurs numerous impaction events, breakage as noted in this complaint can be expected, however a design change is in progress to prevent the recurrence of the alleged failure. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the tip cracked during use.